Manufacturer narrative:
This complaint reached boston scientific via FDA notification of report from the maude database. Boston scientific was able to locate the user facility and contacted the facilities risk management. Unfortunately due to change of personnel, risk management had no knowledge of the reported event and could not provide boston scientific with any further info on the device itself such as a lot number. Therefore, based solely on the info provided in the initial report rec'd by the FDA, boston scientific cannot conclusively determine the cause of the user's experience. If the user facility is ever able to provide any additional significant info, boston scientific will submit a supplemental report. Until such time new info is rec'd, boston scientific will consider this matter closed. Add'l g5. K950069.

Event description:
The user facility reported a pt was undergoing an embolization procedure for uterine fibroids when the tip of guidewire reportedly fractured and lodged in the pt's small internal iliac artery branch. Continued blood flow was reportedly visible around and beyond the lodged fragment. The user facility reported the fragment was unable to retrieved. No additional info was disclosed, including what surgical or medical intervention was needed, and the pt's final outcome as a result of the reported malfunction.